Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 400's mg/dl; cause unknown. Reportedly, due to the elevated bg, the went to the urgent care facility where they were given fluids, a blood panel, and was tested for ketones. Recommendation was made to consult a healthcare provider in regards to diabetes management.